Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level greater than 600 mg/dl. The customer reported that the transmitter was not charging. The customer changed the batteries and upon removing from the charger it lasts 5 minutes before it goes off. The customer treated was for the high blood glucose levels with a manual injection. The customer¿s current blood glucose level is 350 mg/dl. The customer was unable to complete troubleshooting. The insulin pump will not be returned for analysis.